Event description:
It was reported that an altitude alarm occurred. There was no reported impact to the customer's blood glucose. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: android / android_galaxy s22 ultra / 2.8 / android 16.